Event description:
Pt states cassette sn (B)(4) the bladder is "shrunk in" and the neck doesn't dispense liquid. She provided photo images to cnss john-cadd ext tubing lot number 3648274. Has air bubbles and the filter is not filling with liquid (previously reported issue from this patient) and per unsolicited email from the field nurse: patient phoned me to say that lately she has been having trouble with leaking IV extension tubings, sent patient a new lot number to try- no further information available. Dose or amount: na, frequency: continuous, route: intravenously. Diagnosis or reason for use: i27.0, pah.